Event description:
Boston scientific received information that a patient implanted with this lead is experiencing high atrial thresholds. The patient's pacemaker was reprogrammed. (B)(6)hospital australia implant date (B)(6)2004 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).